Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient regarding a patient's implantable neurostimulator for chronic low back pain and spinal pain. It was reported that the metal was loose on the desktop charger where it plugged into the recharger. It was additionally reported the patient's implantable neurostimulator (ins) was dead at the time of report. It was noted no patient harm was reported. The device was requested for analysis but was not returned. Additional information has been requested regarding the outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was not available at the time of this report.